Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the pacing lead was found to be bent, and placement was not possible. The lead was explanted, and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.